Manufacturer narrative:
(B)(4) the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
Dexcom was made aware on 01/02/2017 that on (B)(6) 2017, the patient experienced no audio alert and an adverse event. Patient's son reported that patient experienced a low and had to call someone for help. Patient's son did not call paramedics, but he did not specify who he contacted for help. Patient was treated with orange juice. Additionally, the patient reported to his son that the receiver is now alerting him. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).